Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation surgery with implantation of a 330cc mentor memorygel xtra breast implant prosthesis. Post-operatively, the patient was diagnosed with baker grade ii and iii of the left and right breast, respectively. As a result, the patient underwent bilateral removal on an undisclosed date. The date of implantation was not provided to mentor. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly. Refer to manufacturing report number 1645337-2023-00198 for the contralateral event.

Manufacturer narrative:
On january 06, 2023, mentor became aware that information was inadvertently omitted from the initial report. An evaluation was completed on an image that was provided of the suspect medical device. Upon visual evaluation of the image provided in the complaint, no apparent damage or visual anomalies were observed. Manufacturer¿s reference number: (B)(4), in the initial, h10 additional manufacturer narrative should have included the photo evaluation with the following: upon visual evaluation of the image provided in the complaint, no apparent damage or visual anomalies were observed.

Manufacturer narrative:
On february 17, 2023, the mentor analysis lab received the suspect medical device for evaluation. Paperwork received with the device provided the following information. The patient underwent a breast augmentation revision surgery to implant the suspect medical device. Date of implantation: (B)(6) 2021, date of explantation: (B)(6) 2022. The patient was replaced with 335cc mentor memorygel xtra breast implants. On march 02, 2023, mentor completed an evaluation on the returned device. Mentor conducted a visual inspection of the device. During visual evaluation, no apparent damage or visual anomalies were observed on the breast implant device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).